Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 422 mg/dl. Reportedly, customer reverted to an alternate form of back-up therapy for insulin delivery.